Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abortion spontaneous ('miscarriage') and pregnancy with contraceptive device ('pregnancy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / only one side of fallopian tubes was closed". The patient's medical history included miscarriage. Concomitant products included hydrocodone. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced abortion spontaneous (seriousness criteria hospitalization and medically significant). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced investigation noncompliance ("did not perform dye test until 2014"). The patient was treated with surgery. At the time of the report, the abortion spontaneous, pregnancy with contraceptive device and investigation noncompliance outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for investigation noncompliance with essure. The reporter considered abortion spontaneous and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 20-jan-2020: upon receiving a internal confirmation, it was confirmed that cases (B)(4) was transferred to retention case (B)(4). Nullification reason: duplicate case is identified with follow-up information. This case is marked for deletion.